Event description:
This case was reported by a consumer and described the occurrence of stomach pain in a female, pt, who received super poligrip (formulation unk) for six months for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced stomach pain lasting 30 minutes (stomach was sore inside), change in bowel movement pattern described as bowel movements decreasing from once a day to every five days and swollen abdomen. The pt said the treating physician told her that she possibly had inflammation of the gallbladder or acid reflux. The pt said the physician thought that, "something could have formed in the sac and is blocking the bile fluid." This case was assessed as medically serious by gsk. At the time of reporting, the stomach pain has resolved while the outcome of the remaining events was unk. The pt associates the events with her use of super poligrip over the past 6 months. Consumer could not provide lot code and is not returning product. The consumer reported that she made two trips to the hospital, but it is not known if she was admitted. F/u was received on (B)(4) 2010. The pt stated that she experienced nausea, vomiting, and there was a foul smell to her bowel movements that occurred intermittently for several months. The pt clarified that she was not hospitalized. The events have resolved.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).